Event description:
Customer's nephew was helping his aunt with an infusion set change when customer's insulin pump alarmed no delivery. The alarm occurred when customer was trying to fill the tubing. The alarm was cleared. Customer disconnected and reconnected the tubing and reservoir. The connection was verified. Insulin did not exit when manually pushing the plunger. A new infusion set was connected to the reservoir, but insulin still did not exit when manually pushed. A new reservoir was used, and insulin exited the tubing when manually pushed. The issue was resolved with a reservoir change. Customer sent the occluded reservoir back for analysis. Customer's blood glucose was 323 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.